Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue. When powered on, the device screen showed green lines and a black spot on the far right of the screen. The mainframe is buckling on the right side where the black spot is. There is a large scratch on the window screen. In addition, investigation activities have been opened to manage the actions related to the date received by manufacturer and required MDR reporting. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the screen blacked out or showed static during preparation for use prior to a procedure on (B)(6) 2021. No patient injury or harm was reported.

Event description:
Additional information was received from the reporter regarding the event: the malfunction occurred during the middle of a diagnostic procedure, leading to a delay in the procedure of approximately two minutes while the patient was under anesthesia. The procedure was completed with a similar device (olympus monitor oev261h, s/n (B)(6)). No other devices were replaced during the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well as additional information received from the customer. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the internal pc board temporarily malfunctioned, as well as the lcd panel likely failed creating images issues.